Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing noise in the secondary vector. The patient was followed up and noise was reproducible in the secondary vector. Data analysis was performed, and artifacts was observed. Boston scientific technical services recommended reprogramming to primary vector and device was reprogrammed. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing noise in the secondary vector. The patient was followed up and noise was reproducible in the secondary vector. Data analysis was performed, and artifacts was observed. Boston scientific technical services recommended reprogramming to primary vector and device was reprogrammed. No additional adverse patient effects were reported. This device and electrode remain in-service.